Event description:
It was reported that during a battery replacement on (B)(6) 2018, lead contacts 8 and 16 were accidentally stripped off by the physician. All other contacts showed normal impedance, therefore, the device remained implanted. Effective therapy was established post operation.